Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical service for hypoglycemia. The customer blood glucose level was 46 mg/dl and she drunk something. Customer was very confused and her blood glucose dropped to 30 mg/dl. The insulin pump will not returned for analysis.